Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 600 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report to tandem technical support the customer was still admitted to the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.